Manufacturer narrative:
Analysis: the original sample included in the event was returned for evaluation; however, the investigation was not complete at the time of this report. When the results of the investigation are complete, a supplemental report will be provided to the FDA.

Event description:
It was reported that, while treating the superficial femoral artery (sfa) with a lutonix drug coated percutaneous transluminal angioplasty balloon, the balloon allegedly burst. The preliminary analysis of the returned device indicates the burst was longitudinal. The balloon did not fragment. The procedure was completed with the use of another balloon. Further investigation is being conducted to determine the root cause.